Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous distal right coronary artery (rca). The 3.0x15mm vision stent delivery system (sds) met resistance during advancement in the 6-french non-abbott guideliner; however, the sds was able to cross the lesion. Once at the lesion, the sds completely failed to inflate. During withdrawal of the sds, resistance was met with the non-abbott guideliner and the proximal struts flared; thus, all devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 3.0x15mm vision sds was used to successfully complete the procedure. There was no additional information provided.